Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompany this particular device. The mfg process for this advice was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that ventricular noise was noted with this system which could be reproduced with isometrics. A review of the lead configuration noted it was split with bipolar pacing and unipolar sensing. The caller stated that the lead was programmed this way due to better r-wave measurements in unipolar mode. No adverse pt effects were reported. A boston scientific technical services consultant discussed the clinical observations with the caller and agrees that if there is noise on the ventricular lead, this could cause a problem. The caller reprogrammed sensing back to bipolar configuration. No other adverse events have been reported. This product issue will be update if additional info is received.